Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis indicated the connector wiring was loose/detached. It was noted the laser ribbon on the vt connector tophat was lifted creating an open connection. (B)(4).

Event description:
It was reported that approximately one month following the implant procedure, a ventricular pacing failure was observed. It was noted that when the ventricular lead was connected to the ventricular port of the pacemaker, an impulse could not be released and high ventricular thresholds were observed, along with high and undefined pacing impedance measurements. Approximately one week later, a re-operation procedure took place and intra-operative testing of the ventricular lead was normal, however, after the lead was re-connected to the device, no ventricular pacing was observed again. The ventricular lead was then connected to the atrial port and an impulse signal appeared, therefore, the physician suspected there "might be a problem with the pacemaker's ventricular joint." The pacemaker was replaced and the ventricular lead exhibited normal pacing. No patient complications have been reported as a result of this event.